Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message occurred during the case" (error message given). A nurse reported that a system message appeared during a case. The system was rebooted but the message did not clear. The system was then switched out. Multiple attempts were made to get additional information but received no response.

Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.